Event description:
It was reported that the patient presented remotely via merlin net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited far p-wave oversensing. Programming changes were made. Patient had no consequences.